Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Caller reportedly received the following results on an aviva meter, compared to lab results, within 10 minutes: 76 mg/dl (meter); 28 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has test strips. Replacement was sent.